Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 300ml. Flow rate: not applicable. Procedure: breast augmentation. Cathplace: sub-muscular superior. Patient's fiancé reported that when he was pulling the pain pump/catheter out, it felt like a snap and there may be a piece left in the patient. He also reported that one catheter has a black dot at the end the other did not. The physician chose not to remove the broken catheter segment. Patient condition: patient is reported to be fine.

Manufacturer narrative:
Method: the actual device was returned for evaluation and investigation. The evaluation is anticipated but not yet begun. Results: the results are pending the investigation. Conclusion: when the investigation is completed a follow up report will be filled. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.